Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and a separation at the check valve was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked when the tubing detached from the filter. The device contained irinotecan. This was observed during setup prior to patient use. There was no patient involvement. No additional information is available.